Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited a high pacing lead impedance with high thresholds. The reason for the increased values is thought to be due to physiologic growth of necrotic tissue that may possibly result in an exit block. The lead was capped and replaced (B)(6) 2018. The patient was reported to be in very good condition.